Manufacturer narrative:
Pump was received with frozen display. Problem isolated to pcb2. Unable to verify lockout/block anomaly due to frozen display. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of lockout/ block anomaly. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.